Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from kobe university graduate school of medicine, kobe, japan. The title of this report is ¿ankle arthrodesis using antegrade intramedullary nail for salvage of nonreconstructable tibial pilon fractures¿, which was published on 1-august-2009 and is associated with external fixators - hoffmann ii. Within that publication, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device or patient information from the report; a review of the complaint handling database, however, revealed that the events have not been reported previously. Therefore, 2 complaints were initiated retrospectively for the adverse events mentioned in the report. This product inquiry addresses unacceptable reduction. 2 out of 2 cases.